Event description:
It was reported that the insulin pump was exposed to moisture. Nothing further reported.

Manufacturer narrative:
No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.